Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe plunger rod was broken/damaged. The following information was provided by the initial reporter translated from portuguese to english: customer informs that the syringes have a problem with the embolus. When he sucks in the medication, the embolus goes and the cap stays, the embolus detaches from the cap. And the medication comes out of the syringe, losing the medication. He reports that he had already had the problem before, but yesterday (13/02) it happened again and that's why he decided to contact us. She says that the deviation happened with approximately 40 units, but she kept 20 units with her and the rest were discarded. What part/component/part of the product is involved in the complaint? Embolus. Purpose of use: in which procedure was the material being or would it be used? Personal use of dipyrone medication. Medication/substance involved in the incident dipyrone. Quantity of diverted material 15 units. Is the sample with the deviation available for analysis? Yes. Quantity of sample with deviation available for analysis. 15. Is the sample contaminated (body fluids or medicines/solutions)? Edit yes. If a sample is available, is the collection address the same as the one given at the beginning? Yes same address. Can the customer send photos of the material to be analyzed? Yes. Customer requests replacement of material with deviation? Yes. In which situation was the deviation identified? During the professional's handling to prepare the procedure or manipulate a medication/substance. Was there any damage to the health of the patient or the professional who handled the material? No. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Did you need hospitalization or prolonged hospitalization? No. Was there any exposure to chemical/biological agents (regardless of the use of ppe)? Yes. What drug/fluid did you come into contact with? The drug dipyrone splashed on mrs sonia's skin, but this does not classify it as a health hazard. Was the exposure to the professional or to the patient? Patient. Did the substance come into contact with the skin or mucous membranes (eyes, nose and/or mouth)? Dipyrone. Did the substance come into contact with ppe (gloves, goggles, mask, apron, etc)? No. Was there an accidental needle puncture? No. Did the event lead to death? No. Was anvisa notified? Inform number. No. Was there a second material and/or incident notified? Yes.

Event description:
No additional information.

Manufacturer narrative:
Sample and photos received for investigation. Through visual inspection, plungers are broken. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It appears the product is expired, this may affect the quality of the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.